Event description:
During an angioplasty procedure to treat the bile duct, the physician loosened the y connector of the smarter 190cm pkg assy 10x60 and pulled the outer sheath toward trying to deploy the stent. Then the inner sheath was pulled together with the outer sheath, in spite of the fact that the physician was holding the y connector tightly when pulling. Therefore, the physician withdrew the product with the guide wire from the endoscope. Another product (detail unknown) was used and the procedure was completed successfully. There was no adverse event and the patient is in stable condition. The patient was male, age unknown. Based on the manner that the device was received, and the fact that the affiliate could not corroborate that the product was not damaged either after the procedure or prior to sending for analysis, the failures noted by our (fal) failure analysis laboratory, therefore, the file was updated to reportable malfunction specifically "separated metal hypotube" could not dissociate.

Manufacturer narrative:
Additional information indicated that inner shaft was pulled and the hypotube was separated from the shaft. As a result, this caused deployment failure. All the products were prep per (IFU) instruction for use, and no issues were noted during insertion. A (pta) percutaneous transluminal angioplasty balloon was not used for this procedure, since the approach was made via an endoscope. No problem was encountered advancing, tracking or removing the device from the patient. No further information was available. The product was received for analysis with the following issues, missing piece for the tuohy borst, an unknown guidewire within the complaint product, the inner sheath pulled back into the outer sheath, and separate metal hypotube. The account indicated that it is unknown what caused the failures. As for the guide wire, any stuck/resistance was not reported. The affiliate indicated that they could not obtain any comment from our account why the physician had withdrawn the guidewire with (sds) stent delivery system as one unit. No resistance/friction was present during delivery with the guidewire. The stent could not be placed at the site, therefore another stent (manufacturer unknown) was placed and the lesion was treated properly. One non-sterile smart 10 x 60mm was received coiled. The inner shaft was separated from the stainless steel tube and the distal tip was over cannulated into the outer sheath. The proximal section of the hemostasis was not received and it did not show any additional damage. The stent remained mounted over the inner sheath. An unknown manufacturer 0.028" guide wire was stuck into the guide wire lumen. Since the functional analysis could not be performed, due to the damaged condition of the returned unit, the inner shaft was removed from the unit and it was found that the guide wire lumen was elongated at different sections causing that the guidewire stuck. As additional investigation the failure was reproduced using a lab sample by pulling back the stainless steel tube, the unit got the same condition as the returned unit, distal tip over cannulated and separation of the stainless steel tube from inner shaft. The separated hemostasis failure reported was confirmed; the exact cause could not be determined. The (ses) self-expanding deployment difficulty was confirmed since the separated inner shaft does not allow the deployment; however, the cause of the separation could not be conclusively determined; the cause of the elongated guidewire lumen and over cannulated distal tip could not be determined. Procedural factors might have contributed to the failure experienced by the customer, the elongation condition and over annulated distal tip. No corrective and preventive action will be taken at this time, since there are not indications that the failure is related to the manufacturing process. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction, vessel characteristics or procedural factors. However, in this case it is not possible to draw a clinical conclusion between the device and the event.